Event description:
It was reported that the pump exhibited a check plunger test error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the tubing guides and the right plunger case was cracked a review of the event history log identified check clutch/ plunger lever error in history. During functional testing using the flow and occlusion test, the reported issue was unable to be verified. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced the position pot as a preventative measure, as it was over 10 years old, also as a preventative measure replaced clutch half's left and right with leadscrew and spring, was over 4 years old